Event description:
It was reported that lead was explanted and replaced due to dislodgement. Patient condition was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.